Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported that the device was not used past its expiry date. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of the two expect pulmonary endobronchial ultrasound transbronchial aspiration needle used during the same procedure. Refer to manufacturer report 3005099803-2016-04083 and 3005099803-2016-04084 for associate device information. It was reported to boston scientific corporation that two expect pulmonary endobronchial ultrasound transbronchial aspiration needle was used in the trachea during an endobronchial ultrasound (ebus) procedure performed on (B)(6) 2016. According to the complainant, during passes on node 4l, the needle was advanced into the airway wall and it came in contact with the cartilage. The needle deflected off of the cartilage and bent at nearly a 45 degree angle approximately 2 cm from the needle tip. Another expect pulmonary endobronchial ultrasound transbronchial aspiration needle was used and the same problem occurred. The procedure was completed with a different transbronchial aspiration needle. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.